Event description:
It was reported that the patients ipg had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few years ago.